Manufacturer narrative:
The investigation determined that a lower than expected sodium (na+) result was obtained from one patient sample processed using vitros na+ slides on a vitros 350 chemistry system. A definitive assignable cause could not be determined. The customer provided acceptable historical vitros na+ quality control results and acceptable within run vitros na+ precision data to rule out vitros na+ reagent issue and the vitros 350 system as contributors to the event. A likely cause of the lower than expected vitros na+ result is a pre-analytical sample handling or a pre-analytical sample mix-up related issue, although this cannot be confirmed.

Event description:
A customer observed a lower than expected sodium (na+) result from one patient sample (141.6 mmol/l versus expected 150.1 mmol/l) processed using vitros na+ slides on a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The lower than expected sodium result was not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(4).